Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, staying below 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared. The customer, a minor, had these instructions communicated to their mother.